Manufacturer narrative:
Other, other text: additional information: h6. D5 and e4 are unknown. No information has been provided to date. Device evaluation: one sample was returned for investigation. A visual inspection of the sample found no damage. During functional testing, the sample was filled with air in order to see if there was any functional problem. When the unit was inflated with air, the pilot balloon inflated but all air was stuck in it. After the whole cuff inflated, we deflated and inflated 4 times, all the times the cuff inflated completely. The reported failure was not confirmed. The root cause cannot be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: correction information: d1, h11 file changed from non-reportable to reportable event.

Manufacturer narrative:
Other, other text: additional information: h6. D5 and e4 are unknown. No information has been provided to date. Device evaluation: one sample was returned for investigation. A visual inspection of the sample found no damage. During functional testing, the sample was filled with air in order to see if there was any functional problem. When the unit was inflated with air, the pilot balloon inflated but all air was stuck in it. After the whole cuff inflated, we deflated and inflated 4 times, all the times the cuff inflated completely. The reported failure was not confirmed. The root cause cannot be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). File changed from non-reportable to reportable event.

Manufacturer narrative:
Other, other text: additional information received on 11-nov-2020: balloon did not inflate on testing. Occurred prior to use with a patient, corrected data: file changed to non reportable. This could not go undetected as precheck list in critical care describes the issue discovered prior.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cuff component of the bivona tracheostomy tube failed to inflate. This product problem was observed during testing. There was no patient involvement.